Event description:
It was reported that the patient with this pacemaker was admitted to the emergency room (ER) with a heart rate of 30 beats-per-minute. Interrogation of the pacemaker noted no right ventricular (rv) capture or sensing. The patient also reported feeling muscle stimulation from their pacemaker. Reprogrammed the sensing configuration from bipolar to unipolar resulted in a drop in rv impedances from 550 to 250 ohms. The patient was discharged from the ER and additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. According to the field, the pacemaker is not available for return back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the patient with this pacemaker was admitted to the emergency room (ER) with a heart rate of 30 beats-per-minute. Interrogation of the pacemaker noted no right ventricular (rv) capture or sensing. The patient also reported feeling muscle stimulation from their pacemaker. Reprogrammed the sensing configuration from bipolar to unipolar resulted in a drop in rv impedances from 550 to 250 ohms. The patient was discharged from the ER and the pacemaker remains in service. No additional adverse patient effects were reported.